Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 377 mg/dl (aviva system 1) and 115 mg/dl (aviva system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 1. (B)(4).